Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt there was something wrong all across their chest, they felt something similar to a bee sting and they thought their lead "popped out." Follow up was conducted and the nurse stated they had not heard from the patient about this issue. They also stated they have a check up scheduled for march. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.